Event description:
This lead was implanted on (B)(6) 1999 and the sensing portion was capped on (B)(6) 2011 due to no atrial sensing. The procedure took place at (B)(6) medical center with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).